Event description:
It was reported that the customer experienced prolonged hyperglycemia attributed by the spouse to infusion site issues, with a reported peak blood glucose around 560 and values remaining outside target for a couple of days; the customer used subcutaneous insulin via pen and reported high ketones on testing. Symptoms included dizziness and excessive thirst. Outcomes included transient interference with activities of daily living without medical intervention or hospitalization. Troubleshooting and education were completed with the customer. Investigation included a review of the event details and user-reported troubleshooting. Investigation of this case revealed insufficient evidence to determine a definitive device-related cause. It was concluded that the cause of the hyperglycemia was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.